Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified flogard pump displays an alarm of air in line. The reporter stated that during the alarm they could not find any air and when flushing was performed the alarm still occurred. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.